Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s pressure 1 values being displayed under p2, and vice versa, was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot, and it was observed that any changes made to pressure 1 displayed under p2, and vice versa. The console¿s cover was removed to inspect the console at a component level, and it was observed that the p1 and p2 connectors had been connected oppositely to the console¿s motor control printed circuit board (pcb), causing the reported event to occur. When the p1 and p2 connectors were properly connected to their respective connectors on the motor control board, the issue resolved. Then, the console was functionally tested for an extended period and performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to have been the p1 and p2 connectors being oppositely connected to the console¿s motor control pcb. A manufacturing analysis task was completed under a separate event to further investigate this issue where the cause of the issue was determined to have been manufactured-related. Updates to the manufacturing procedure were implemented to add a mark to the p1 connector, and steps were added to ensure that the connectors are connected properly. Centrimag console (B)(6) was manufactured prior to these changes being implemented. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including pressure-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the pressure sensor was connected to p1, the console was reading p2 and viceversa. The console would return.